Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited high thresholds. It was also noted the ra lead had high impedance. A revision is planned. No patient complications have been reported as a result of this event.